Event description:
It was reported that during a procedure that the physician noted insulation damage on the right ventricle (rv) lead. It was also noted that there was rv lead noise in 2019 that was addressed by programming changes. The physician elected to cap and replace the rv lead during the procedure. The patient condition was stable.